Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report lower than expected amon results obtained from their non-vitros biorad quality control (qc) fluids processed using a vitros 350 chemistry system.biorad level 2 = 73.8, 65.7, 66.2, and 70.1 versus expected 82.5 umol/lbiased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There were no erroneous amon patient results reported from the laboratory. There was no allegation of patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4)

Manufacturer narrative:
The investigation determined that lower than expected vitros amon results were obtained from biorad lot 54320 quality control fluids processed using the vitros 350 chemistry system. The assignable cause of the event was concluded to be an instrument issue related to scratched and dirty microslide incubator evaporation caps. The customer cleaned the incubator and replaced the evaporation caps. Performance of the analyzer was verified post maintenance by performing within run amon precision testing that was within acceptable guidelines indicating the vitros 350 chemistry system was performing as intended. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon slides lot 1018-0254-2654. (B)(4)